Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured to be within product specification.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the left ventricular (lv) lead was not capturing and dislodged. Fluoroscopy performed during explant procedure confirmed that the lead was dislodged. The lv lead was explanted. The patient was stable throughout.